Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the device gave inappropriate anti-tachycardia pacing and high voltage therapy during a non-ventricular arrhythmia. Technical support was contacted, determined that the device performance was consistent with its programmed settings, and suggested reprogramming the device in order to more accurately discriminate for non-ventricular arrhythmias. The device was reprogrammed and the patient was in stable condition.